Event description:
It was reported that the fluorostar 7700 sys had a generator error message during a case. The 7700 sys had to be rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.